Manufacturer narrative:
The reported events were oversensing, inappropriate shock, high pacing lead impedance and suspected lead damage. As received, a complete lead was returned in one piece. The reported events of oversensing, inappropriate shock, high pacing lead impedance and suspected lead damage were confirmed. Visual and x-ray examination found that all filars of the inner coil were fractured at the distal tip of the lead. The cause of the reported events were isolated to the inner coil fracture at the distal tip. It was not possible to conclude if the fracture was due to procedural flexing at implant or implant positioning.

Event description:
The patient presented in clinic after experiencing multiple shocks. Upon interrogation, oversensing and high pacing impedance were noted on the right ventricular (rv) lead. Inappropriate shocks were delivered as a result of the oversensing. Lead damage was suspected. An x-ray was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.